Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was not outside the allowable operating altitude range. Customer¿s blood glucose level was 496 mg/dl and experienced diabetes ketoacidosis. Customer went to the emergency room subsequently admitted to the hospital and was treated intravenously with fluids of insulin and saline. Customer was released on (B)(6) 22 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.